Event description:
Lost speech, pain, spastic. Neuro feedback machine caused post concussion syndrome symptoms to get much worse, and caused worse problems. Lost ability to speak, whole body trembling, painful / spasms all over body, circulation problems in arm got worse, couldn't read, drive or get out of bed for 10 weeks. I'm still unable to function and return to college. Still in pain. FDA safety report ID# (B)(4).